Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was 463 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was assisted with troubleshooting and was able to clear the alarms. The insulin pump will not be returned for analysis.